Event description:
It was reported that during a procedure to explant previously implanted hardware, it was found that the screw had broken while in the body. The screw was removed with the hardware. There was no pt injury reported as a result of this situation. As surgical intervention occurred an MDR is being filed to document this event.